Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the call was 264 mg/dl. The customer stated that the insulin pump failed to give the low battery alarm prior to the hospitalization, and feels that this was the reason for the hospitalization. Troubleshooting revealed that the customer was not using the recommended brand of batteries. Nothing further was reported.